Event description:
Pump was reported to issue failure code during pt use. The failure code will result in an alarm and stop the channels in use. No add'l clinical info was able to be obtained. No pt injury was reported.